Manufacturer narrative:
No further investigation required at this time.

Event description:
It was reported that the patient with this device sought medical attention due to tones from the implanted device. An interrogation would illustrate a single high, out of the current set range, shock impedance measurement. The physician elected to set the upper range, at a higher rate (150 ohms). No resulting adverse effects were reported. The system has been implanted for approximately six years.